Manufacturer narrative:
During evaluation, it was found the therapy electrode belt node and therapy electrode were defective and the belt was unable to pass essential performance testing. The root cause of defective components could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt could not pass essential performance testing.